Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
After placement of a PICC line on a (B)(6) year old male patient, the line ruptured between the extension and the final connection. The patient required sedation and a new PICC line implanted. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation/evaluation: during the course of the investigation, a visual inspection, along with a review of the complaint history, device history record, and specifications of the returned product was conducted. The returned product was inspected. 16 cm of the catheter remained. The clear extension tubing exiting the purple hub had a visible hole adjacent to the purple hub. The device was returned with a clear connector that had a taper attached to the hub. It would readily screw on and off the hub. There is no evidence to suggest that the device was not made to specification. A definitive root cause could not be identified. We will continue to monitor for similar complaints and have notified the appropriate internal personnel.

Event description:
After placement of a PICC line on a (B)(6) year old male patient, the line ruptured between the extension and the final connection. The patient required sedation and a new PICC line implanted. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.